Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, during removal, a bend in the stent delivery system shaft at about a foot from the hub was noticed. After light manipulation, the shaft ended up broken where the bend was first observed. The procedure was completed with another stent and no patient complications were reported.